Event description:
Customer reported the insulin pump kept alarming "no delivery". Troubleshooting was performed. Customer's blood glucose was 105 mg/dl. Alarm and possible causes were explained to the customer. Customer was advised to disconnect and reconnect tubing and reservoir. Customer was unable to take out site to examine the cannula. Customer was advised the site might be occluded. Customer was advised to change the entire infusion set. No further info reported.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.